Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 5.0mmx40mmx135cm (4f) sterling balloon catheter was selected to dilate the lesion. Upon first inflation, the balloon ruptured at 6 atmospheres. The device was completely removed from the patient. There was no kink prior to use and no resistance during the procedure. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.